Event description:
It was observed, during the device inspection. That the deflectable videoscope exhibited the tip of the objective lens adhesive was peeling. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, d9, h3; h4; h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable unit is disconnected. Based on the results of the investigation, the cause of the occurrence could not be identified based on the information available from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.